Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported that the day after the event onset, the patient was treated with amikacin injection (50 mg, once daily, intraperitoneal, discontinued). It was reported that the patient was discharged from the hospital on an unknown date. Pd therapy was stopped, catheter was removed and the patient was switched to hemodialysis (hd). The same hd was ongoing till death. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The patient was hospitalized and treated with vancomycin injection (1gm, stat, intraperitoneal, for 1 day), amikacin injection (100mg, once daily, intraperitoneal, ongoing) and imipenem injection (500mg, once daily, intraperitoneal, ongoing). Pd therapy was ongoing. It was reported that the patient recovering from the events. It was reported the patient was retrained on the proper aseptic technique on the same day as the diagnosis of peritonitis. No additional information is available.